Event description:
It was reported that while using bd affirm¿ vpiii microbial identification test a high rate of false positive results was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: quality initiated an investigation on high positivity results for trichomonas vaginalis (tv) customer claim on material 446252, batch 0303648. Negative functional test and specificity test showed satisfactory results when retention samples and returned goods were tested. Visual inspection was performed to the retention and returned goods samples with satisfactory results. Batch history record review was performed to the finished product, no deviation was reported, in process and qc testing were within specifications. Visual inspection was performed to the retention and returned goods samples with satisfactory results. Root cause cannot be determined based on the information provided by the customer. Cay-rm-affirm-aph rev 02, tv false positive - rows 18 to 27, severity s3. Bd cayey will continue to closely monitor for trends associated with false positive for trichomonas species.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd affirm¿ vpiii microbial identification test a high rate of false positive results was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.